Manufacturer narrative:
The device was received fully deployed, though the soft cannula was not visible in the bottom housing window. Inspection of the fluid path components found the soft cannula to be torn and shortened. The length of the soft cannula measured below specification at 0.581 inches. It could not be determined when or how this damage occurred. No damages or deficiencies were found during the investigation that would result in the cannula becoming dislodged from the infusion site. The exact cause of the reported dislodging event could not be conclusively determined. Fluid path testing found fluid to be leaking from the torn unexposed portion of the soft cannula. No evidence of an internal fluid leak was observed. The timing and cause of the soft cannula tear could not be determined. No other damages or deficiencies were observed during the investigation. It could not be conclusively determined if the soft cannula damage contributed to the reported leaking event. The device was returned with the adhesive pad fully attached to the bottom housing. No damages or defects were observed with the adhesive pad or the adhesive pad's welds. The cause of the reported adhesive failure could not be determined.

Event description:
It was reported the patient's blood glucose level (bg) rose to >250 mg/dl while wearing the pod between 36 and 48 hours. The pod reportedly fell off the infusion site (abdomen), causing the cannula to dislodge. As treatment, a new pod was applied.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.